Event description:
It was reported that during inspection of the facility's stock of jag precursor 035/450 st and jag precursor 025/450 st guide wires the tip abnormalities were discovered. During inspection, it was discovered that the tips of the guide wires appeared "sharpened" as if they had been "cut obliquely". The tip of the guide wires also appeared "more angulated then normal" during experimental cannulation of the device. The hydrophilic tip was measured to be longer then 5cm, almost 5.5cm; longer than the other "normal" jagwire. The devices were not used in a patient procedure and did not contact a patient.